Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address possible infection. Patient treated by incision and drainage, repair of partial wound dehiscence, and exchange of polyethylene tibial insert. There was evidence of synovitis. The medical records currently provide no primary surgery information or product lot code information. Cement manufacturer for the primary surgery is also unknown. An attune insert was re-implanted at the time of revision, supporting the allegation of an attune knee being present. Doi: unknown; dor: (B)(6) 2014; (left knee).